Event description:
The ICD was implanted on 1/28/97 and tested on the following day. An arrhythmia was induced and the ICD detected, charged, and delivered 750v but this did not convert the rhythm. On 1/30/97 the pt was taken to surgery to add another co's sq array. A 1 joule sinus test shock was done with the ICD with a high voltage lead impedance of 145 ohms. All connections were checked and a second sinus test shock was done at 2 joules with a high voltage lead impedance of 180 ohms. The leads were disconnected and reconnected. It was then discovered that a noise reversion had occurred. The physician elected to explant the device.

Manufacturer narrative:
H. 3 evaluation summary: the lead impedance anomaly experienced in the field is believed to be caused by damage to the output section of the device. The damage gave the higher than normal impedance values. The damage was typical of a device that delivered into a low impedance load. It was not determined how the transistors were damaged, although it is known that several external defibrillation shocks were given.